Event description:
Reporter stated the freestyle libre 3 plus sensors she is wearing giving her messages,"problems with libre 3 plus sensors saying low reading, for your safety remove the sensor immediately". She also said, the device is giving low reading.